Event description:
Related manufacturer report numbers: 2916596-2021-01605, 2916596-2021-01010.

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log file was reviewed following the reported pump stop on 24nov2020. The log file contained approximately 10 days of data (14nov2020 ¿ 24nov2020 per the timestamp). The driveline was disconnected on 24nov2020 at 10:10:23, resulting in the pump stopping. The driveline was reconnected at 10:10:32; the pump subsequently ramped up to the fixed speed and maintained the fixed speed for the remainder of the log file without issue. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The account initially stated that the driveline was disconnected to exchange the controller; however, the account then stated that the driveline was disconnected in order to exchange the modular cable, and the controller was exchanged on 04mar2021 due to the battery lights not lighting up appropriately. The data in the log file is consistent with the modular cable being exchanged rather than the controller. Additionally, the system controller, serial number (B)(6), was received at abbott for evaluation on 12mar2021 under MFR # 2916596-2021-01233 due to the reported battery light issue. The log file downloaded from the returned controller during testing showed that the controller was in use until being exchanged on 04mar2021; therefore, it was determined that the driveline was disconnected to exchange the modular cable and not to exchange the system controller. There were no reported issues with the system controller under this event. The reported battery light issue is investigated under MFR # 2916596-2021-01233. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline disconnected and pump off alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. These sections also explain how to connect the driveline to the system controller, and inform the user that the pump will stop if the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number hsc-083384, was shipped to the customer on 21jan2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2021-01605. It was reported that log file analysis captured a pump stop on (B)(6) 2020 due to an electrostatic discharge (esd) event. The pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 4 seconds during this reset. Additionally, the driveline was disconnected to change the controller. The modular cable was also exchanged on (B)(6) 2020. The patient was not symptomatic.